Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 200s (mg/dl). A correction bolus was administered to address bg levels. Reportedly, customer has a cold and feels this may be a contributing factor to their elevated bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.